Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient had an infection around the incision site for the ipg and lead entry point. There was redness and swelling. As a result, the patient underwent surgical intervention during which the device was explanted. The infection had resolved post-operatively.

Manufacturer narrative:
Correction: section e3, e24, and h10 have been updated to their correct information.

Manufacturer narrative:
A patient had an infection around the incision site for the ipg and lead entry point was reported to abbott. There was redness and swelling. The patient underwent surgical intervention during which the device was explanted. The infection had resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.